Event description:
A malfunction was reported with the pump, which occurred after the customer had a spine x-ray while the pump was in their pocket. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup, was advised on receiving a pump with updated software, and instructed on the steps to return the faulty pump, including placing it in storage mode and using a pre-paid label for return within 10 days.